Event description:
It was reported via repair work order that the auxilliary power cord was disconnected from the power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.